Event description:
It was reported that the patient had over 11000 short v-v counts. The right ventricular (rv) lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) - implantable cardioverter defibrillator (ICD) 2011 (B)(6). (B)(4).